Event description:
It was reported that, "when (B)(6) was putting in the locking plate with locking screws, he first put the screws in place by hand then with power. When he was doing the final tightening by hand the screw would not lock into place. He then removed the screws and tried inserting different screws and they did not lock as well. When surgeon removed the screws he notice at the locking threads were bent."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.